Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported that the coil was attempted to be used to treat a pancreatic arcade false aneurysm with a triple coaxial system. However, the coil got stuck in a competitor¿s catheter and when the coil was withdrawn, the implant was unintentionally detached. The detached implant was retrieved. The coil was replaced with another coil to continue the procedure. Subsequently, the procedure was successfully completed. No reported injury to the patient.

Manufacturer narrative:
The investigation of the returned coil system found the implant stretched and entangled; however, the implant was still attached to the pusher upon receipt. The investigation of the returned device did not find any damage or other anomaly that would have caused or contributed to the reported premature detachment issue. The physical evaluation of the device could not identify the conditions or circumstances that led to the implant stretching, but this condition is consistent with the device experiencing retraction forces over specification.